Event description:
It was reported that the patient experienced a skin infection at the pod site on their arm, presenting with fever, vomiting, and puss discharge. The pod was worn approximately 1 & ½ days before the area became red, painful, and hardened. The pod was removed prior to seeking medical attention and insulin was administered manually. The patient visited the hospital for a general practitioner consultation. The patient was prescribed flucloxacillin 500 mg, three times daily, and home managed insulin adjustments after consulting with a diabetes nurse. The blood glucose levels fluctuated but they could not recall the exact values.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.